Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. The lot history record (lhr) could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information provided, the difficulty retrieving the filter was most likely due to a large embolic load causing difficulty retracting the filter into the retrieval catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during use, there was difficulty retrieving the filter into the retrieval catheter due to so much captured thrombus in the lower extremity. The filter was removed together with the access sheath as a single unit without causing any harm. The patient had a great outcome. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.